Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that since implant the patient started to experience constant bladder infections. It was also reported that the therapy never really worked; it only helped initially, and it didn¿t work well for them. They experienced a return of symptoms, incontinence, and they used pads 24/7. It was noted that when they go to their healthcare provider, they typically just check them for bladder infection and check their urine output; no programming or other check had been performed. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.